Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a power on reset (por) for memory test on (B)(4)-2011. There was a patient alert for por on (B)(4)-2011.

Event description:
It was reported that during radiation therapy, the device experienced an electrical reset. The rep checked the device, and everything tested fine. The device remains in use. No patient complications have been reported as a result of this event.